Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure the force bipolar instrument was stuck on unspecified tissue and the instrument's jaws would not open. The surgeon attempted to remove the jaws from tissue by opening the jaws with instrument release key (irk) but was not successful. The surgeon cut the tissue being grasped and removed instrument and trocar in tandem. The excised tissue was described as being small but was not planned to be removed as part of the surgical procedure. No bleeding occurred and no medical intervention was required in the area where the issue was excised. The trocar was placed back into the patient with no need of increasing the port incision site. Additionally, the patient has not experienced any post-operative complications related to this event. The procedure was completed robotically as planned with a back-up force bipolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.